Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated this rv lead was explanted and replaced, as there were high impedances, greater than 2500 ohms. It was also reported that there were high pacing thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that there has been a gradual increase in pacing impedance, on the right ventricular (rv) lead. To date, impedance is measuring greater than 2500 ohms. No noise and no pacing issues have been observed. It was suggested for the lead to be checked. No adverse patient effects were reported.